Event description:
Additional information received that the system got shut down before completing the boot sequence and failed to power on again.

Manufacturer narrative:
Additional information was provided in sections b.5. And h.11. Upon further review of new information received, it was confirmed that the device had a problem while power up and it shut down before completing the boot sequence. Therefore, the event system shut down before booting up is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury, and the event does not meet reporting criteria as per applicable regulation. No further reports will be submitted under mfg report number. 2028159-2025-01143. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic operating system shuts down during startup of surgery of cataract surgery. Both surgeries were rescheduled and completed successfully the following week. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.